Manufacturer narrative:
Model number/catalog number: sc-2108-30m, (B)(4), model/catalog description: scs lead kit phase 2 sterile package. The explanted device was not returned to bsn. It is indicated that the devices will not be returned for evaluation therefore a failure of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review a supplemental med watch will be filed.

Event description:
A report was received that one of the patients lead was explanted for an unknown reason. It was unknown which lead was explanted. No further information could be obtained.